Event description:
It was reported that the pump was not working correctly. Pump delivered 51ml/115ml over 46 hours. Per the patient there were no alarms or beeping from the pump. Pump was set to correct rate and volume. Patient not affected. No additional information available.